Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts. Additional information was received that the ipg was in the middle of patients back and was causing discomfort. The explanted device was not returned.